Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for material rupture and detachment of device or device component. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u357584 pta balloon dilatation catheter allegedly experienced a material rupture and a detachment of device or device component. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year old male weighing 80 kgs.